Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on when the batteries were inserted. The pt was issued a replacement system, however, the batteries in the replacement system were also unable to power on the replacement monitor. The pt was issued a second replacement system, however battery pack sn (B)(4) from the system was placed in the original monitor and it emitted a burning smell. The pt was issued a complete replacement system, including two battery packs, monitor, electrode belt and battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor was not powering on and was drawing excessive current (3 amps). Upon evaluation the pad of the c9 component was lifted from ca board (B)(4). The material of the pca board around the c9 component was burnt. The c9 component is a equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The cause for the inability to power up was the damaged component. The root cause for the lifted c9 component could not be positively determined. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation there was thermal damage to the current controlling transistor (q1) on the bedside board. The source of the thermal damage could not be positively identified. The actual failure rate of q1 is well below the predicted failure rate of this component for the entire history of the device. The root cause of the thermal damage to q1 was unable to be positively determined. Device evaluation of battery packs sn (B)(4) is currently underway. The reported problem (batteries not powering up monitor) has been confirmed. As received, the batteries would not charge when placed in the charger and did not power on a monitor. The cause of the defective batteries is likely excessive current draw from the monitor, but further root cause analysis is currently underway at itech. Will await results of evaluation. Will submit supplement report once root cause investigation is complete. No adverse event resulted from the defective monitor, battery charger/modem or battery packs. The pt received a complete replacement system, including two battery packs, monitor, electrode belt and battery charger/modem. Device manufacturer date: sn (B)(4): 09/2011; sn (B)(4): 09/2011; sn (B)(4): 03/2012; sn (B)(4): 03/2012; sn (B)(4): 03/2012.